Manufacturer narrative:
The removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the mc pcba into a pil v60 standard test bed (stb) for testing. Visual inspection of the mc pcba noted an indeterminate contamination appearing dark, oily, and viscous. The pil technician verified the ventilator provided breaths and that no alarms or errors were present. No relevant events were logged. The voltage readings were approximately equivalent to expected as compared to a known good motor control board. The pil was unable to confirm the 35v supply failed (111b) or any other alarms or malfunctions were triggered by the mc pcba. There was no fault found with the returned mc pcba.

Manufacturer narrative:
E1 reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from customer biomed reporting a 35 volt supply failed error occurred on the v60 ventilator. The device was in clinical use. The device was exchanged with another ventilator. There was no report of harm. A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The diagnostic code 111b (35 v supply failed) was confirmed in the device error log. The fse replaced the motor control (mc) printed circuit board assembly (pcba) per the recommendation of the philips v60 service manual. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
Health impact code updated.